Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. The analyst commented that the lead was received with the helix fully retracted and it was able to be extended and retracted. (B)(4).

Event description:
It was reported that the helix of the right ventricular (rv) lead would not fully retract during testing prior to use. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.